Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("possible removal scheduled") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure removal planned for (B)(6) 2016.). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Company causality comment: this spontaneous case report refers to female patient who had essure (fallopian tube occlusion insert) implanted and a possible removal is scheduled. This event is anticipated in the reference safety information for essure. This case was reported with very limited information. Neither insertion/removal dates nor the reason for device removal was reported. However, as the device the device is scheduled to be removed, the reason is probably related to its use and thus, the causality cannot be totally excluded. Pending clarification. This case was regarded as incident since device removal was required (is already scheduled). A product technical analysis is being sought. Further information is expected from the reporting physician.

Manufacturer narrative:
Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight (bmi (B)(6)). On (B)(6) 2015, the patient started essure at an unspecified dose and frequency. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2016, 541 days after starting essure, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure removed via laparoscopy on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the embedded device outcome was unknown. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: the primary reason for device removal was pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: laparoscopy result was left tube with device subserosal cornual area. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient's demographic data, essure insertion and removal dates, removal method, essure lot number, event update (new events added), and reporter causality. Company causality comment: this spontaneous physician report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) implanted and experienced unwanted term pregnancy and left tube with device seen subserosal cornual area (interpreted as embedded device). The case was previously reported as possible removal scheduled. The pregnancy was carried out full-term, but outcome details were not specified. Pregnancy with contraceptive device and embedded device, serious due to medical significance, are anticipated in the reference safety information of essure. Unintended pregnancy can occur with any contraceptive methods. In the case of tubal inserts, a reliable contraceptive efficacy can only be expected if the coils are correctly located in the tubes. In this particular patient, the details of pregnancy were not specified, but a cornual embedment of the left coil was found and the physician assessed the causality as related. Therefore, in light of the available information, pregnancy and device embedment are considered related to essure. This case was regarded as incident since device removal was required. An updated product technical analysis is being sought. Further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 2-mar-2017: updated quality safety evaluation of ptc for lot# b82482. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and experienced unwanted term pregnancy and left tube with device seen subserosal cornual area (interpreted as embedded device). The case was previously reported as possible removal scheduled. The pregnancy was carried out full-term, but outcome details were not specified. Pregnancy with contraceptive device and embedded device, serious due to medical significance, are anticipated in the reference safety information of essure. Unintended pregnancy can occur with any contraceptive methods. In the case of tubal inserts, a reliable contraceptive efficacy can only be expected if the coils are correctly located in the tubes. In this particular patient, the details of pregnancy were not specified, but a cornual embedment of the left coil was found and the physician assessed the causality as related. Therefore, in light of the available information, pregnancy and device embedment are considered related to essure. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 17-mar-2017: it was detected that this case no. (B)(4) is a duplicate to case number (B)(4). All information was transferred to duplicate case number (B)(4) . This case number (B)(4) will be deleted.